Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191121 - file-2019-03068 - analysis_and_closure_report_resp-2019-01662.pdf]

Event description:
Reportedly, during a patient follow-up, the left ventricular impedance value was above 3000 ohms. Stress tests were then performed on the patient (lifting, abduction, arm extension...) And it appeared that the impedance increases when there is a lateral extension at 90 degrees with rv coil -> lv ring/lv tip configurations. The device was reprogrammed to lv ring-lv tip. Preliminary analysis confirmed the reported left ventricular lead impedance at values above 3000 ohms and revealed noise oversensing in the right ventricular channel. Lead(s) issue(s) and/or connection issue(s) at both right and left ventricular channels were suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a patient follow-up, the left ventricular impedance value was above 3000 ohms. Stress tests were then performed on the patient (lifting, abduction, arm extension...) And it appeared that the impedance increases when there is a lateral extension at 90 degrees with rv coil -> lv ring/lv tip configurations. The device was reprogrammed to lv ring-lv tip. Preliminary analysis confirmed the reported left ventricular lead impedance at values above 3000 ohms and revealed noise oversensing in the right ventricular channel. Lead(s) issue(s) and/or connection issue(s) at both right and left ventricular channels were suspected.